Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor for the navigation system was flickering and that the cable connecting to the monitor was damaged. No additional information was provided. There was no patient present when this issue was identified.